Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
Testing and investigation found that the device did not alarm when a proximal occlusion was present. This was due to contamination on the pressure sensor pin. The event that is being reported was noted during verification testing; (B)(4). This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).